Manufacturer narrative:
Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to multiple parts failure, including external paddles, therapy cable collar base, potentiometer, interior and plug. The root cause of the component failure could not be determined. The issue was resolved by cleaning the external paddles, base and potentiometer, reinstalling the device inside and plug by a third-party. Product is back in service.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.